Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient received recall notice. Patient has been experiencing pain, tenderness and nausea for past 3-4 years. Sharp pain shoots through her belly button.